Manufacturer narrative:
A medtronic representative reported that the patient subsequently passed the catheter tip (about 1 cm) while urinating. Review of the reported incident by technical services found that the site appears to be using the laser at a high power, resulting in the reported failure, thus laser calibration is not recommended at this time. Technical services will monitor this site for trends and escalate to further site action as needed.

Manufacturer narrative:
In response to a medtronic medical device safety notification (fca z-1672-2016), date may 20, 2016, the site clinical services director provided additional details regarding this event and site investigation. The additional details included radiology reports for the (B)(6) 2015 laser focal therapy procedure, (B)(6) 2015 48-hour multiparametric MRI and (B)(6) 2015 multiparametric MRI and confirmed: "this occurrence did not meet the definition of an adverse event [...]". As reported by the site regarding the (B)(6) 2015 laser focal therapy procedure, "MRI-guided laser focal therapy of the prostate gland indications: adenocarcinoma of the ·prostate. Mr guided in-·bore· biopsy of the prostate gland dated (B)(6) 2015 confirmed the presence of adenocarcinoma of the prostate gleason score 3 + 4 involving the transition zone far anteriorly centered at the mid gland level measuring 1.4cmx1.9 cm x 2.2 cm. Elevated serum psa equal to 4.4 in (B)(6) 2015. No history of a transrectal ultrasound guided biopsy. The patient has elected mr guided laser focal therapy. Technique: as part of an irb approved single institution clinical trial, the risks, benefits and alternatives of mr-guided laser focal therapy of the prostate gland were explained to the patient and all questions were answered. Both verbal and written informed consent were obtained. Conscious sedation was performed during the laser focal therapy procedure utilizing intravenously administered versed, total 8.5 mg and intravenously administered fentanyl, total 200 mcg. Prophylactic antibiotic therapy was also administered including 500 mg of orally administered ciprofloxacin twice a day the day before, the day of and for three days following the laser focal therapy as well as 80 mg of intravenously administered gentamycin given at the time of the laser focal therapy. The patient was placed prone in the philips achieva xr mr system. The mr-guidance for the laser focal therapy was performed utilizing the lnvivo dynatrim hardware and software. An endorectal needle guide was placed within the rectum coated with benzocaine gel for topical anesthesia. Following calibration scanning, a regional nerve block was performed bilate rally utilizing mr guidance and a 22-gauge mr compatible titanium needle. 10 cc of 0.5% marcaine was injected into the periprostatic fat at the junction between the prostate gland and the seminal vesicle bilaterally. The prostate cancer in the transition zone far anteriorly at the mid gland level was localized utilizing t2 weighted fast spin echo imaging and adc map diffusion-weighted imaging. A 150 mm 13 gauge mr compatible coaxial needle system was then inserted into the prostate gland through the endorectal needle guide into the transition zone far anteriorly at the mid gland level. A confirmation scan of the needle position was then obtained. The needle trocar was then removed from the catheter sheath. The visualase urokit 600 15-watt water-cooled laser applicator was then introduced through the catheter sheath into the tumor. The position of the laser applicator was confirmed utilizing mr thermometry imaging. A total of 12 laser treatments were performed using mr real-time thermal imaging and irreversible damage estimate imaging following laser test doses that were administered using MRI real-time thermal imaging. The laser treatment doses ranged from 55 seconds to 158 seconds utilizing 13.5 watts. The 150 mm 13 gauge mr compatible coaxial system was placed into the prostate gland through the rectum a total of 9 times to provide adequate coverage by the laser focal therapy. During one of the laser focal therapy treatments there was carbonization of the cooling catheter tip that developed necessitating replacement of the cooling catheter and the laser applicator. The laser applicator and coaxial needle system were then removed from the endorectal needle guide. Following a standard intravenous dose of gadolinium based contrast, axial and sagittal t1 weighted gradient recalled imaging was performed utilizing water excitation for fat suppression. The immediate post laser focal therapy contrast enhanced scan confirmed a region of coagulation necrosis measuring 1.9 cm ap x 3.1 cm transverse x 3.3 cm craniocaudad in the transition zone far anteriorly at the mid gland level but also extending into the base and apex levels. This is located at the site of the mr guided biopsy proven adenocarcinoma of the prostate. No periprostatic necrosis is seen. There is no evidence of coagulation necrosis involving the rectal wall, neurovascular bundles or the external urethral sphincter. The needle guide was then removed from the rectum. The patient was unable to void following the procedure. A 14 french coude urinary catheter was therefore placed. The patient was instructed to return in 48 hours for a diagnostic post laser focal therapy multiparametric MRI of the prostate gland and an ultrasound of the urinary bladder pre and postvoid to exclude any significant postvoid residual volume within the urinary bladder. Impression: successful mr guided laser focal therapy of the prostate gland for adenocarcinoma of the prostate gleason score 3 + 4 involving the transition zone far anteriorly at the mid gland level measuring 1.4 cm x 1.9 cm x 2.2 cm. No periprostatic necrosis is identified. There is no evidence of coagulation necrosis involving the rectal wall, neurovascular bundles or the external urethral sphincter. As reported by the site regarding the (B)(6) 2015 48-hour multiparametric MRI: ¿multiparametric MRI of the prostate gland without and with intravenous contrast including computer-aided detection (cad) indications: the patient is 48 hours status post mr guided laser focal therapy of the prostate gland for adenocarcinoma of the prostate gleason score 3 + 4 involving the transition zone far anteriorly at the mid gland level measuring 1.4 cm x 1.9 cm x 2.2 cm. The prostate cancer was documented with an mr guided in-bore biopsy of the prostate gland dated (B)(6) 2015. No history of a transrectal ultrasound guided biopsy session. Elevated serum psa equal to 4.4 in september 2015. This is a 48 hour post laser focal therapy multiparametric MRI. Technique: this imaging study was accomplished using a 1.5 tesla philips achieva xr MRI system. Multiplanar multisequence mr imaging of the prostate gland was performed before and following uneventful intravenous infusion of 9 cc of gadovist gadolinium contrast material. [¿] comparison: outside multiparametric MRI of the prostate gland from university of (B)(6) dated (B)(6) 2015 and mr guided laser focal therapy dated (B)(6) 2015. Findings: prostate gland size: the prostate gland currently measures 3.6 cm ap x 4.6 cm transverse x 4.4 cm craniocaudad consistent with a prostatic gland volume of 38 cc compared with 22 cc (B)(6) 2015. Psa density: 0.12 ng/ml/cc. Central zone: no tumor-suspicious regions are identified in the central zone. Transition zone: there is little interval change in the large focus of coagulation necrosis involving the transition zone far anteriorly in the midline and extending to the right and to the left of midline at the mid gland level measuring 2.3 cm x 3.6 cm x 3.2 cm. There is extension of this coagulation necrosis into the anterior fibromuscular stroma as well as into the far anterior transition zone at the base and apex levels. This is also unchanged. There is a small focus of susceptibility artifact centrally within the coagulation necrosis that is likely related to the carbonization of the cooling catheter tip that occurred during one of the treatments. This coagulation necrosis completely replaces the mr guided in-bore biopsy proven focus of adenocarcinoma of the prostate gleason score 3 + 4 that measured 1.4 cm x 1.9 cm x 2.2 cm. There is no evidence of residual or recurrent prostate cancer. Peripheral zone: no tumor-suspicious regions are identified in the peripheral zone. Extraprostatic extension: none. Seminal vesicle invasion: none. Periprostatic lymphadenopathy: none. Urinary bladder: there is interval placement of a coude urinary catheter with the urinary catheter balloon properly placed in the lumen of the urinary bladder. Rectosigmoid colon: there is no evidence of diverticulitis or diverticulosis. No rectosigmoid mass is identified no rectal hemorrhoids are seen. No inguinal hernia is identified. Pelvic osseous structures: there is no evidence of osseous metastatic disease at the level of the prostate gland. Impression: the prostate gland currently measures 3.6 cm x 4.6 cm x 4.4 cm consistent with a prostatic gland volume of 38 cc compared with 22 cc (B)(6) 2015. There is little interval change in the large focus of coagulation necrosis measuring 2.3 cm x 3.6 cm x 3.2 cm involving the transition zone far anteriorly extending to the right and to the left of midline at the mid gland level but also extending into the base and apex levels as well as extending into the anterior fibromuscular stroma. This completely replaces the mr guided in-bore biopsy proven focus of adenocarcinoma of the prostate gleason score 3 + 4 that measured 1.4 cm x 1.9 cm x 2.2 cm. There is no evidence of residual or recurrent prostate cancer. No new tumor suspicious region is identified. There is no evidence of periprostatic necrosis. There is no evidence of coagulation necrosis involving the rectal wall, neurovascular bundls or the external urethral sphincter. There is no evidence of extraprostatic extension of prostate cancer, seminal vesicle invasion or periprostatic lymphadenopathy. There is a coude urinary bladder catheter properly positioned within the urinary bladder. As reported by the site regarding the (B)(6) 2015 multiparametric MRI: multiparametric MRI of the prostate gland without and with intravenous contrast including computer-aided detection (cad) indications: the patient is one month status post mr-guided laser focal therapy of the prostate gland for adenocarcinoma of the prostate gleason score 3+4 involving the transition zone far anteriorly at the mid gland level measuring 1.4 x 1.9 x 2.2 cm. The prostate cancer was documented with an mr-guided in-bore biopsy of the prostate gland (B)(6) 2015. No history of a transrectal ultrasound-guided biopsy session. Elevated serum psa equal to 4.4 in (B)(6) 2015 prior to the laser focal therapy. In the interval since the (B)(6) 2015 multiparametric MRI, the patient has passed a retained portion of the laser applicator measuring approximately 1.5 cm. The retained laser applicator tip was passed through the urethra spontaneously. This was accompanied by perineal pain and tenderness as reported by the patient. This is a one month post laser focal therapy multiparametric MRI to document resolution of the previously-described susceptibility artifact within the prostate gland and exclude the possibility of any other retained component of the laser applicator. Technique: this imaging study was accomplished using a 1.5 tesla philips achieva xr MRI system. Multiplanar multisequence mr imaging of the prostate gland was performed before and following uneventful intravenous infusion of 7 cc of gadovist gadolinium contrast material. [¿] comparison: 48-hour post laser focal therapy multiparametric MRI dated (B)(6) 2015 and mr-guided laser focal therapy dated (B)(6) 2015. Findings: prostate gland size: the prostate gland currently measures 2.8 cm ap x 3.4 cm transverse x 3.8 cm craniocaudad consistent with a prostatic gland volume of 19 cc compared with 38 cc (B)(6) 2015. Psa density: no post laser focal therapy serum psa is currently available. Central zone: no tumor-suspicious regions are identified in the central zone. Transition zone: there is an interval decrease in the size of the focus of coagulation necrosis involving the transition zone far anteriorly in the midline and extending to the right and to the left of midline at the mid gland level currently measuring 0.8 x 2.0 x 2.3 cm compared with 2.3 x 3.6 x 3.2 cm (B)(6) 2015. The previously-described underlying small focus of susceptibility artifact centrally within the coagulation necrosis has resolved consistent with the patient's interval passage of the retained laser applicator tip. There is no other evidence of a retained component of the laser applicator. The coagulation necrosis completely replaces the mr-guided in-bore biopsy proven focus of adenocarcinoma of the prostate gleason score 3+4 that measured 1.4 x 1.9 x 2.2 cm. There is no evidence of residual or recurrent prostate cancer however there is reactive hyperemia surrounding the coagulation necrosis that is thought to represent post therapy change. Peripheral zone: no tumor-suspicious regions are identified in the peripheral zone. Extraprostatic extension: none. Seminal vesicle invasion: none. Periprostatic lymphadenopathy: none. Urinary bladder: there is interval removal of the previously-described goude urinary catheter. Rectosigmoid colon: there is no evidence of diverticulitis or diverticulosis. No rectosigmoid mass is identified. No rectal hemorrhoids are seen. No inguinal hernia is identified. Pelvic osseous structures: there is no evidence of osseous metastatic disease at the level of the prostate gland. Impression: the prostate gland volume is currently 19 cc compared with 38 cc (B)(6) 2015. There is an interval decrease in the size of the focus of coagulation necrosis involving the transition zone far anteriorly extending to the right and to the left of midline at the mid gland level but also extending into the base and apex levels currently measuring 0.8 x 2.0 x 2.3 cm. This completely replaces the mr-guided in-bore biopsy proven focus of adenocarcinoma of the prostate gleason score 3+4 that measured 1.4 x 1.9 x 2.2 cm. There is interval resolution of the susceptibility artifact centrally within the coagulation necrosis that in retrospect was due to a retained portion of the laser applicator tip that passed spontaneously by the patient in the interval since the previous examination. There is no evidence of any remaining retained component of the laser applicator. There is no evidence of residual or recurrent prostate cancer. No new tumor suspicious region is identified. There is no evidence of periprostatic necrosis. There is no evidence of coagulation necrosis involving the rectal wall, neurovascular bundles or the external urethral sphincter. There is no evidence of extraprostatic extension of prostate cancer, seminal vesicle invasion or periprostatic lymphadenopathy. There is interval removal of the goude urinary bladder catheter. A senior software engineer reviewed the returned log files and determined the software investigation found no software anomalies. Software is functioning as designed. The log files indicated an issue with the catheter. Although a specific cause of the catheter was unconfirmed as the part was not returned to the manufacturer, an investigation into catheters with similar reported malfunctions was completed and was documented in a medtronic navigation hardware anomaly tracking database. Per further engineering review, a CAPA was created to address the reported catheter damage. The root cause was found to be that users are not following instructions in the instructions for use (IFU) for maximum and recommended laser powers and exposure times. A contributing cause is that IFU specifications regarding the maximum and recommended laser powers and exposure times are not clear for all procedures that use the visualase cooled laser application system (vclas); this was corrected as part of the medtronic medical device safety notification (z-1672-2016).

Manufacturer narrative:
11/02/2015 a medtronic representative performed a 15w thermal therapy system check-out, all areas passed. System performed as intended. - return requested. 2 replacement urokit-600-t15 bundles shipped to site 11/10/2015. No parts have been received by manufacturer for analysis. - 11/13/2015 a medtronic representative, following-up at the site, reported the burned tips were not removed from the patient. The power setting for the laser was set at 90% of total power. 12 treatments/ablations were conducted. 9 catheter tracks were used with 1 or 2 ablations occurring along each track. The first catheter seemed to have had a crack in it that dispersed the cooling liquid inside of the patient. The second catheter melted 3 centimeters inside of the patient. - no further issues have been reported.

Event description:
A site representative, cpa, reported that while in a laser induced thermal therapy (litt) procedure, they opened 3 kits to complete. The first kit appeared to have had a crack in the cooling catheter, the tip is intact. There is a small burn mark on the side of the catheter about 2 centimeters from the tip. It was from this area that the catheter was dispersing cooling liquid into the patient's prostate. The laser fiber at this time was evaluated with nothing remarkable to report. A second catheter was used, and the second kit's cooling catheter completely melted about 3 centimeters from the tip. We cannot conclude whether this piece is in the patient or if it was carbonized. What was weird is that the laser fiber itself was completely fried with strong burn marks moving up the catheter by about 6 centimeters. There are marks going up to the top, but those may have been left by pulling the laser fiber out. The site successfully completed the patient's prostate tumor treatment by using a third kit. Delay in therapy was less than one hour. There was no impact on patient outcome.